Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the image did not appear due to the cable unit malfunction. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation the user report was confirmed, there was no picture present due to a faulty cable unit. Additionally the coupler base plate was bent causing an off-centered image on the display. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
The customer reported that the olympus hd autoclavable camera head was not producing an image during procedure preparation. According to the initial reporter, the intended procedure was completed using another camera and there was no patient impact as a result.